Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A remote service engineer (rse) examined the system remotely and confirmed equipment was not starting up. Upon some troubleshooting rse found that host pc was not working on the hard drive. To resolve the reported issue, the customer was instructed to perform a forced initialization on the host-pc. After the customer performed a forced initialization on the host-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment does not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.